Event description:
Surgeon notes difficulty refilling pump. Medication found to be "cloudy" when pump changed out. The two recent refills have been difficult, and there have been reports of cloudy precipitate in the medication.